Event description:
During the pta treatment procedure, the sasuga ham pta balloon dilatation catheter became stuck on the guidewire during advancement. The catheter and guidewire were removed as a unit. The pt was reported to have a status of "good" with no complications.